Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. During bench testing, the ventilator instantly shutdown when the external power source was removed. The ventilator failed to power on without the use of an external power source. Internal inspection of the ventilator revealed the internal battery extension cable lead was not seated properly on the connector. The battery was fully depleted. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
I was reported to carefusion that the unit failed after it was being used on a patient. The patient used the ventilator before going into surgery and when the patient returned from surgery the ventilator would not power up.